Manufacturer narrative:
Device available for evaluation? Yes; returned to manufacturer on: 09/20/2017; device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed that the product had no anomalies. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens was not implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (model zxt300, +13.5 diopter) was attempted to be implanted in a patient's eye. There was patient contact but the lens was not implanted. Reportedly, a vitrectomy was performed and a zma00 lens (+13.0 diopter) was implanted instead. No further information was provided.